Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, (B)(6), manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a procedure occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
Patient underwent an irrigation and debridement procedure of the knee due to unknown reasons. No further information has been provided.